Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak. The check valves were cleaned and the canister was replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.